Manufacturer narrative:
This supplemental report is being submitted to correct sections b3 and g3 of the previously submitted mdrs. The correct b3 date is (B)(6) 2025, and the correct g3 date of the initial MDR is 11/15/2025 and not 9/26/2025 nor 11/13/2025. Updated fields: b3, g3, h2, h4, h11.

Event description:
No additional information from the customer.

Manufacturer narrative:
Correction to previous b3 and g3 - date of this report, which was not late. The correct date was 11/13/2025 not 9/26/2025 as this was a further information request related to investigation findings not a customer reported issue. Updated fields: h2, h3, h6. Corrected fields: b3, component code. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Since the user conducted reprocessing in accordance with IFU or not was unknown from the provided information, we could not specify the cause of the foreign material remained in the device. Based on the results of the investigation we could not conclusively specify the root cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign matter coming out from the distal end. There was no patient involvement.